Event description:
During the implant of the subject device, a connection issue was reported. When physician wanted to connect the leads to the header, there is no clicking sound from one of the set screws. After loosening of the set-screw and removal of the screwdriver, the set-screw was attached to the tip of the screwdriver. The subject device remains implanted.

Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was mfg and used outside the united states. The device model involved in this MDR report is not approved in the u.s.; however, it is similar to reply dr or sr models approved under p950029. Analysis is pending.